Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Event description:
During a revision of a vp shunt, a mould infection was present on the shunt tissue and the fungal culture of the shunt body fluid. The email mentions that the cdc provided that 2 devices were involved: an ns5091 evd catheter and an 828804pl certas plus.